Event description:
The customer reported a bubble in the tubing. The patient was confused, the i.v. Was pulled out and blood backed up into the tubing. When the nurse opened the pump module door to remove the tubing she discovered a bubble in the tubing. Reportedly the pump did not alarm to alert the user of the bubble. There was no patient harm or medical intervention required. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's tubing bubble. The customer stated the set will not be returned due to a large amount of blood in the tubing. The root cause of this failure could not be identified.